Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information and as final report. Investigation is completed. UDI: (B)(4). Reported issue: on 09 august 2019, it was reported that the device was intermittently running, on/off switch was loose. The customer returned an electric dermatome device, serial number ((B)(4)), for evaluation. DHR review: the device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by zimmer biomet on 15 august 2018 revealed that the motor was running erratically and the throttle lever was loose. The calibration was out of specification at the zero setting only and the control bar was in the correct position. Repair of the electric dermatome was performed by zimmer biomet which included replacement of the of the motor and tightening of the throttle lever. Electric dermatome, serial number ((B)(4)), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the motor to fail or the throttle lever to become loose. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a final MDR will be submitted. Repaired and returned to customer.

Event description:
It was reported that the device was intermittently running, on/off switch was loose. The event occurred during testing. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.